Event description:
Procedure type: lung wedge resection . According to the reporter: the reload locked down on the lung tissue. The surgeon tried to pull the black knobs back to open the jaws, and they came back, but the staple black tri-staple 45mm reloads would not open. It was fired, but would not release from the tissue. To finish both cases, the surgeon was forced to fire several more loads to cut out the loads that were locked on tissue. Because of this, the surgeon was forced to take more lung tissue then was necessary. Patient is currently doing fine. There was unanticipated tissue loss, however, no blood loss over 250ccs. The case was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).